Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:   UDI: (B)(4).

Event description:
Medical records alleges synovitis and joint contracture.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthese considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed 25 nov 19. 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 28 february 2018. H10 additional narrative: added: b1 and h6 (patient codes). H6 patient code: no code available (3191) used to capture the joint contracture and medical device removal.

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Is a non-healthcare professional. (B)(4).

Event description:
The patient was revised to address pain with tibial tray subsidence and loosening at an unknown interface. Doi: (B)(6) 2016; dor: (B)(6) 2018; right knee.